Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and air bubbles anomaly. Customer's blood glucose level went as high as 556 mg/dl. Customer treated their high blood glucose via bolus delivery. Troubleshooting for air bubbles was performed. Customer had air bubbles the size of champagne bottles inside their tubing. Customer changed out their site and was advised to keep the insulin at room temperature in order to prevent the air bubbles anomaly. Customer declined to troubleshoot their high blood glucose, monitor the device and call back if issues persist.